Event description:
While evaluating the device for a different issue. The philips field service engineer (fse) observed the j22 component was broken off. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the j22 connector on the processor pca was broken off. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered by the fse that the j22 connector on the processor pca was broken and required replacement. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported damage. However, upon a follow up analysis of the returned processor pca, it was clarified that there was no damage to the j22 connector and that instead the j7 speaker connector was missing. Although the missing connector did not adversely affect the carried out testing, it was verified that the processor pca was faulty. A cause for the broken connector could not be determined. Following failure analysis, the processor pca was scheduled to be scrapped. No further investigation or action is warranted at this time. The device remains at the customer site. No further evaluation is warranted at this time.